Manufacturer narrative:
Section b3: the date of the event is unknown and is estimated to have occurred in february of 2026. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File.

Event description:
The patient reported that she experienced severe pain while treating with the unit. The patient wore the unit all the time, and after a few hours, she was in pain. The patient stated she wore the unit on her back, and she has metal in her body from her surgery. The patient spoke to her doctor, who told her to no longer wear the unit. No further consequences were reported. The spinalpak assembly was not returned.